Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that sample probe tip verify and sample probe cycle failure were obtained for various tests. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse could not reproduce the sample probe errors. A sample probe verify cycle was completed without error. The cse found air in the acid line due to a loose fitting, and corrected by tightening the acid line fittings and priming the acid lines. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated vitamin d results was related to air in the acid line. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d results were obtained on patient samples on an advia centaur xp instrument. The initial discordant results which resulted >150 were not reported to the physician(s). The other vitamin d discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting was performed, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.